Event description:
It was reported that the ilet user experienced hyperglycemic events after meal announcements due to maladapted meal algorithms from announcing incorrect meal sizes. The user was advised to perform a factory reset. Symptoms included hyperglycemia with a peak of 327 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed usage error of announcing incorrect size meals in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.